Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion surgery for lumbar canal stenosis at l1-l5. Post-op, a screw at l1 right side was backed out. Only the screw was removed in revision surgery. No patient complications were reported.